Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding / abnormal bleeding (general),") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 888929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for avoid pregnancy: depo-provera from (B)(6) 2013. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included depression since 2013, bipolar disorder since 2013 and overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), back pain ("back pain"), vaginal discharge ("abnormal vaginal discharge / vaginal discharge"), abdominal pain ("abdominal pain"), fatigue ("fatigue / fatigue"), bladder disorder ("bladder problems / bladder problems"), abdominal pain upper ("gastrointestinal or digestive system condition stomach pain"), hormone level abnormal ("hormonal changes"), dysgeusia ("metallic taste in mouth / metallic taste in mouth"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysuria ("urinary problems or changes"), tooth disorder ("dental problems"), the first episode of weight increased ("weight gain/loss: weight gain"), anxiety ("psychological or psychiatric problems: anxiety") and the second episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia / apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced headache ("headaches"), dental caries ("tooth decay"), migraine ("migraines"), nausea ("nausea"), mental disorder ("psychological problems"), weight fluctuation ("abnormal weight changes"), adverse event ("numerological conditions") and nervous system disorder ("neurological conditions or problems"). The patient was treated with surgery (ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, back pain, vaginal discharge, abdominal pain, headache, dysmenorrhoea, dyspareunia, dental caries, female sexual dysfunction, fatigue, bladder disorder, abdominal pain upper, hormone level abnormal, migraine, nausea, mental disorder, weight fluctuation, dysgeusia and adverse event had not resolved and the menorrhagia, alopecia, vaginal haemorrhage, dysuria, tooth disorder, mood swings, anxiety, nervous system disorder and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, alopecia, anxiety, back pain, bladder disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, mood swings, nausea, nervous system disorder, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from her healthcare provider, suffers from the above mentioned symptoms is currently investigating her options for removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes on (B)(6) 2016 ultrasound should ovarian cyst/follicle. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), urinary problems or changes, dental problems, gastrointestinal or digestive system condition stomach pain, hair loss, hormonal changes, psychological or psychiatric problems anxiety, pain, weight gain/loss weight gain, neurological conditions or problems. Lot number, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adverse event ("numerological conditions"), back pain ("back pain"), vaginal discharge ("abnormal vaginal discharge"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dental caries ("tooth decay"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gastrointestinal problems"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), nausea ("nausea"), mental disorder ("psychological problems"), weight fluctuation ("abnormal weight changes") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, adverse event, back pain, vaginal discharge, abdominal pain, pelvic pain, headache, dysmenorrhoea, dyspareunia, dental caries, female sexual dysfunction, fatigue, bladder disorder, gastrointestinal disorder, hormone level abnormal, migraine, nausea, mental disorder, weight fluctuation and dysgeusia had not resolved. The reporter considered abdominal pain, adverse event, back pain, bladder disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms from her healthcare provider, suffers from the above mentioned symptoms is currently investigating her options for removal of the essure devices . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.